Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a good battery cap. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display during testing. No damage found on the lcd isolation tape noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called back to report that a replacement batter cap did not resolve their blank display issue. The customer's mother stated the insulin pump would not turn on at the time of the call. The customer's mother stated the insulin pump would turn itself off without any warning. The customer's blood glucose was 8 mmol/l. The mother agreed to return the insulin pump for analysis.